Manufacturer narrative:
H.6. Investigation summary:no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see section h.10.

Event description:
It was reported that after injection it was discovered that the needle was missing with a bd pn 31x8. The following information was provided by the initial reporter, translated from french to english: I pricked myself as usual in the stomach and when I remove the pen to unscrew the needle, I realized that there was no more needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after injection it was discovered that the needle was missing with a bd pn 31x8. The following information was provided by the initial reporter, translated from (B)(6) to english: I pricked myself as usual in the stomach and when I remove the pen to unscrew the needle, I realized that there was no more needles.